Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The irritation was described as red, burning, raw, and itching. There was no alleged device malfunction contributing to the irritation. The patient spoke with the nurse who advised the patient to remove and return the device due to the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.